Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb port of the pump appeared to be damaged as the customer experienced difficulty intermittently charging the pump battery. Reportedly, the usb port "might be bent." Blood glucose was not impacted. Reportedly, the customer continued to use the pump for insulin therapy.